Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation problem. The reported difficult/delayed activation of the stent and subsequent treatment appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% de novo lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 3.5x18mm xience prime stent delivery system (sds) was advanced to the target lesion and the balloon of the sds was attempted to be inflated to nominal pressure; however, the balloon failed to fully inflate. The sds was removed from the anatomy and a non-compliant balloon was used to fully deploy the xience prime stent. There was no adverse patient sequela. No additional information was provided.